Event description:
The following information was provided to davol by the patient's attorney: it is alleged by the patients attorney that on (B)(6) 2008, the patient underwent surgery for an open repair of an incisional hernia. As reported, bard/davol ventralex hernia patch mesh was implanted to repair the hernia defect. It is alleged that several years later on (B)(6) 2014, the patient underwent an additional surgery to remove the ventralex hernia patch because of infection and "damage it was causing to her internal organs." As reported, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective ventralex hernia patch. Addendum per additional information provided: (B)(6) 2008 - patient was diagnosed with incisional hernia and underwent open repair with mesh. Per the operative report details, beneath the umbilicus a 4cm fascial defect was seen and dissected. ¿an 8cm circular ventralex mesh was introduced onto the operative field¿. A drain was placed. (B)(6) 2009 & (B)(6) 2014 - patient visited the hospital due to abdominal pain. (B)(6) 2014 - patient was diagnosed with bunched and contracted mesh involving multiple small bowel loops with a questionable fistula. The patient underwent exploratory laparotomy, small-bowel resection, and infected mesh removal. Per the operative notes, "the mesh was carefully dissected free of the abdominal wall. It was adhered to a fistulous tract to the small bowel loops. Other pieces of mesh were excised from the abdominal wall." Following the results of the cultures, the patient was started on antibiotics appropriately. Attorney alleges that the patient developed abscess, adhesions, fistula, infection, pain and underwent bowel/intestinal removal procedure.

Manufacturer narrative:
To date, no medical records have been provided. Based on the limited information available at this time, no conclusions can be made. If additional information is obtained, a supplemental MDR will be submitted. Regarding infection the warning section of the IFU states, ¿if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the patch. An unresolved infection may require removal of the device.¿ infection is listed as a possible adverse outcome in the IFU. Addendum: h11: this supplemental MDR is submitted to document additional information provided and to correct the product catalog no, expiry date, PMA/510k # & manufacturing date: based on the information provided, no conclusions can be made. Review of medical records provided finds this is a patient with a surgical history significant for multiple abdominal surgeries. Approximately six years post implant per CT scan the patient was diagnosed with bunched, contracted mesh, and underwent exploratory laparotomy, small-bowel resection, and infected mesh removal. Medical records provided did not indicate what might have caused the mesh to become ¿bunched and contracted." Review of manufacturing records confirms product was manufactured to specification. The adverse reactions section of the instructions-for-use (IFU) supplied with the device lists fistula, infection, and adhesions as possible complications. Regarding infection the warning section of the IFU states, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the patch. An unresolved infection may require removal of the mesh." Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
To date, no medical records have been provided. Based on the limited information available at this time, no conclusions can be made. If additional information is obtained, a supplemental MDR will be submitted. Regarding infection the warning section of the IFU states, ¿if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the patch. An unresolved infection may require removal of the device.¿ infection is listed as a possible adverse outcome in the IFU. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following information was provided to davol by the patient's attorney: it is alleged by the patients attorney that on (B)(6) 2008, the patient underwent surgery for an open repair of an incisional hernia. As reported, bard/davol ventralex hernia patch mesh was implanted to repair the hernia defect. It is alleged that several years later on (B)(6) 2014, the patient underwent an additional surgery to remove the ventralex hernia patch because of infection and "damage it was causing to her internal organs." As reported, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective ventralex hernia patch.